Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the perforator did not disengage causing a dural tear. The procedure was completed with a replacement product. No additional information available.

Event description:
N/a.

Manufacturer narrative:
Device identifier# (B)(4). The perforator was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Updated fields: g4, d4, d10, g2, g7, h2, h3, h4, h6, h10. Device identifier (B)(4). The perforator was received for evaluation: device history record (DHR) there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis visual inspection showed the following: rust and organic matter. The IFU testing procedure and functional testing performed, unit was found to perform as intended. The root cause is undetermined, and the reported complaint was unable to be confirmed in the complaint evaluation.